Event description:
It was reported that the device was working. The pt suffered from bilateral sensorineural hearing loss and her hearing threshold was not inside the approval criteria for a vibrant soundbridge. She went to the clinic for fitting many times after implantation because she was not satisfied. The pt was re-implanted on (B)(6), 2010 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.